Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-sep-2023. Investigation summary: bd received a q-syte closed luer access device from lot 2182891 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical defect or deformities. Next, the engineer performed a leak test on the returned unit and a few drops of media were seen dripping from the vent hole. Finally, the engineer removed the device's septum and inspected it for any potential damage. The engineer identified a hole in the bottom disk that created a pathway for fluid to flow through instead of being blocked. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred due to a misalignment between the septum and the manufacturing equipment.

Event description:
It was reported that while using the bd q-syte luer access it was cracked and leaking. The following was received by the initial reporter: feedback from nurse practitioner of cracked joints and fluid leaks found during use. Prepared to use a split diaphragm needleless closed infusion connector for a patient at 10:45 a.m. The connector was found to be cracked, oozing, and not functioning properly; it was replaced with another infusion connector and continued to be used, with no adverse effects to the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd q-syte luer access it was cracked and leaking. The following was received by the initial reporter: feedback from nurse practitioner of cracked joints and fluid leaks found during use. Prepared to use a split diaphragm needleless closed infusion connector for a patient at 10:45 a.m. The connector was found to be cracked, oozing, and not functioning properly; it was replaced with another infusion connector and continued to be used, with no adverse effects to the patient.